Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during setup, the ventilator did not past the post test and there was a white screen. The ventilator did not deliver breaths and could not be powered off. The patient was manually ventilated and transferred to another unit. There was no patient harm reported.